Event description:
A customer reported she received within ten minutes the following erratic readings on her freestyle lite blood glucose meter: 35 mg/dl and 345 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported she experienced symptoms, but no third-party medical intervention was required and the customer did not reportedly take any medication to counteract the event. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.